Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2014 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During testing, the pump powered on to a blank display due to internal moisture damage. Within three minutes, the pump alarmed with audio tones and vibrations functional. The keypad cover was removed and no evidence of contamination was found under any button contacts. A leak test was performed and a display lens leak was found. The pump case was removed and evidence of moisture contamination was found on the display flex cable/connector and the keypad flex cable/connector. The complaint that all keypad buttons were under responsive was not able to be adequately investigated due to the blank display issue and moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all keypad buttons were under responsive. It was noted that there was moisture/corrosion behind the display and in the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.